Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was not holding a charge. Premature battery depletion was reported. Impedances were noted to be within normal range. The battery was replaced, and the issue was resolved. The removed battery was expected to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.